Manufacturer narrative:
Concomitant devices: mach1 6f fr4 guide catheter, apex 3.0/15mm and hiryu 3.5/10mm balloons, radifocus sheath. This device cjs 13350 (lot 15041232) is distributed outside the united states ; however it is similar to the united states product cxs 13350. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient was a (B) (6) male. The target lesion was the mid right coronary artery. The lesion was de novo, moderately calcified and slightly tortuous. There was 90% stenosis. Pre-dilation was conducted with a apex 3.0 x 15mm balloon and a 3.5 x 13mm cypher stent was delivered to the target lesion. When the cypher was inflated up to 10atm, the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage under cag and back-flow of blood into the inflation device. Therefore, the sds of the cypher was immediately retrieved from the patient and post-dilation was conducted with a hiryu 3.5 x 10mm balloon to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient¿s infectious disease (hcv). The physician did not indicate any anomalies prior to use. The device was able to prep normally and maintain negative pressure. The contrast to saline ratio was 1:1. The (B) (4) indeflator was successfully used with other devices.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous distal left circumflex (lcx). Pre-dilatation was performed with an unspecified 3.0x12mm balloon. An attempt was made to advance a taxus liberte' 3.50x16mm stent across the lesion but was unsuccessful. The device was removed outside the patient and it was noticed the distal stent struts were flared. The procedure was completed with another device and the patient status was reported as "good". No patient complications were reported.

Manufacturer narrative:
Information received from an affiliate indicated that the stent delivery balloon burst when the balloon was inflated to deploy a coronary artery stent. The target lesion was the mid right coronary artery (rca). The lesion was described as moderately calcified and slightly tortuous with 90% stenosis. The lesion was pre-dilated followed by the delivery of a 3.5mm x 13 mm cypher (B) (4) stent. The balloon was inflated to 10 atms when the balloon ruptured. Balloon rupture was confirmed by contrast medium leakage seen under angiography and the back flow of blood into the inflation device. The stent delivery system was removed from the patient and the stent was post-dilated with another balloon. The procedure was successfully completed without report of patient injury. The device was not returned due to the patient¿s infectious disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the product the reported customer complaint could not be confirmed. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the reported event.